Event description:
It was reported that a bd syringe luer-lok¿ tip "split on the sides" and solution leaked from the cracks.

Manufacturer narrative:
Investigation: one used 10ml syringe in a biohazard bag was received and visually evaluated. The syringe had unknown multicolored chemical residue throughout the fluid path of the barrel as well as on the outside and on its plunger, therefore it was evaluated through the bag. The barrel was confirmed to have a crack extending lengthwise between 2ml and 6ml outside the scale markings. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip "split on the sides" and solution leaked from the cracks.